Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had let their implantable neurostimulator (ins) fun flat and did not want to take time out to meet with a manufacturer representative (rep). Though the ins was no longer on and had completely run out of battery, the patient was ¿still experiencing sensations¿ at the time of follow-up. The rep attempted to arrange a meeting; however, the patient ¿did not wish to make anytime to meet and simply said he wanted the device removed as it was giving him no relief.¿ there was ¿no obvious cause¿ of the ins turning itself on or the irritation and burning sensation near the battery. It was noted the patient had been advised to take the batteries out of their patient programmer to ensure the programmer was not affecting the device. The patient ¿checked regularly and still felt the sensations even without the device being on.¿ the patient did note that ¿he may have been mistaken by associating the sensations he was feeling with the device turning itself on or off as following the troubleshooting device, he still experienced the sensation.¿ previous impedance testing was performed and there were no significant issues found. It was noted the patient was in consultation with their physician and just wanted the device removed. The patient had a follow-up appo intment scheduled with his physician for the ¿coming weeks¿ after (B)(6).

Manufacturer narrative:
H2: the coding has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s surgeon through a manufacturer representative reported the patient was asked to turn their stimulation off ¿because reprogramming had not helped and turning on seemed to make the pain worse.¿ it was stated that ¿there was no plan to explant¿ and that the surgeon had recommended the patient turn the stimulation off and leave it. The surgeon noted they generally did not explant stimulators unless they were infected and that they tended to leave things as they were. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the battery system was turning itself on after being turned off. Additionally, the patient reported an irritation or burning sensation near the battery, even when the device was off. No further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
Please note the implantable neurostimulator (ins) identity has been changed based on additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the rep involved with the event had not been able to meet with the patient as the patient had decided they no longer want the implant to remain inside of them. The patient had an appointment scheduled to meet with their physician in (B)(6) 2020 to follow-up. No further complications were reported or anticipated.